Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy, which progressed the patient's rhythm to a ventricular tachycardia (vt), causing an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.